Manufacturer narrative:
Calibration was last performed on 04-nov-2022. Qc recovery was acceptable. The alarm trace showed water reservoir too low alarms on the day of the event. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer found that the cell rinse nozzle was overflowing. The cell rinse level was adjusted. The customer performed comparisons and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 2 patient samples on a cobas 4000 c311 stand-alone system. On (B)(6) 2022, the initial na result for sample ID (B)(6) was 140 mmol/l. The initial result was not reported outside of the laboratory. The sample was repeated 5 times the next day and the results were 155 mmol/l with flag, 138 mmol/l, 139 mmol/l, 118 mmol/l with flag, and 141 mmol/l. The na result of 138 mmol/l was deemed correct. On (B)(6) 2022, the initial na result for sample ID (B)(6) was 107 mmol/l with flag and the initial k result was 3.46 mmol/l. The results were reported outside of the laboratory. The repeat na result was 122 mmol/l and the repeat k result was 4.06 mmol/l. The sample was repeated again and the na result was 120 mmol/l with flag. The repeat na result of 122 mmol/l and the k repeat result were deemed correct. The na and k electrode lot numbers and expiration dates were requested but not provided.